Event description:
The device was removed due to erosion and infection. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis revealed no anomalies. The ipg and lead were functionally ok.